Event description:
The customer reported that while a patient was being transferred from a chair to the bed using a golvo 7007 lift, the lift¿s (base) fork drive system (which increases the device's wheelbase width) failed, resulting in the lift¿s left fork coming off the base. The caregiver attempted to restrain the patient; however, the patient was noted to have fallen to the ground. The customer reported that the patient sustained bruising in which an x-ray was performed and noted no fractures. The caregiver was noted to have sustained a back injury/back pain and was provided with a temporary six-day incapacity from work. This medical safety evaluation addresses the associated injury related to the patient.

Manufacturer narrative:
The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The inspection of the device performed by a baxter service technician noted the device to have a broken left fork rack stop. In this event, the customer reported that a patient sustained ¿contusions¿ (bruising) with confirmation that no fractures occurred. A bruise is an injury to tissues with skin discoloration and without breakage of the skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, and tenderness, and the discoloration is the result of blood seepage just under the skin. Most bruises heal without treatment, but cold compresses may reduce bleeding if applied immediately after the injury, and thus may reduce swelling, discoloration, and pain. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and the pain relief medication administered are not considered a medical intervention required to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The exact cause of the broken fork stop is unknown. The use of the device contributed to the reported non-serious event. The investigation is currently ongoing, a final report will be submit upon completion.